Event description:
It was reported that during a prostatectomy procedure, the da vinci s system did not recognize the monopolar curved scissors instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found the system failed to recognize the instrument. The "instrument not recognized" error message appeared on the screen during multiple instrument installation attempts. A couple of the pogo pins were stiff and required high friction to be actuated. This was most likely causing an intermittent electrical contact with the sterile adapter, resulting in the recognition issues. Engineering also observed the distal end of the main tube has a 3.5 inch long section with material removed all around the tube. The damaged area is parallel to tube axis and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.